Event description:
The user facility reported the impella 5.5 experienced high purge pressure alarms, which were resolved with administration of tpa; possible thrombus formation in the purge system. The patient underwent attempted femoral-popliteal bypass surgery, which was aborted due to hemodynamic instability. The patient had gastrointestinal bleeding as well as pain and mobility limitations. Renal failure was noted, requiring dialysis. Blood infection was documented at the femoral access site, necessitating antibiotics and surgical wound care. Patient had necrotic femoral artery and iliac artery, which was repaired and the area was infected. Multiple medications were administered

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Clinical assessment: the patient is a 52-year-old male with a complex cardiac and medical history including non-ischemic cardiomyopathy with severe heart failure and reduced ejection fraction. His medical history also includes atrial fibrillation, ventricular tachycardia, left bundle branch block status post cardiac resynchronization therapy with defibrillator implantation, prior deep venous thrombosis and pulmonary embolism, chronic kidney disease stage three, and type two diabetes mellitus. He was admitted with fever and chills and was diagnosed with sepsis, most likely secondary to a peripherally inserted central catheter line infection. His hospital course was complicated by acute hypoxic respiratory failure and cardiogenic shock, requiring intubation and mechanical ventilation. Due to worsening hemodynamics, an intra-aortic balloon pump was placed. He subsequently developed persistent ventricular tachycardia with hemodynamic instability and was emergently cannulated for venoarterial extracorporeal membrane oxygenation support. Following stabilization, the patient was taken to the operating room where an impella 5.5 device was surgically placed through right axillary artery access, and the intra-aortic balloon pump was removed. The patient was transferred to the cardiac intensive care unit on combined extracorporeal membrane oxygenation and impella support. Postoperatively, the patient demonstrated initial clinical improvement. The clinical plan at that time was to bridge the patient to advanced therapies, including heart transplantation, with consideration of combined heart and kidney transplantation due to progressive renal dysfunction requiring renal replacement therapy. Despite initial improvement, his course became complicated by significant vascular and bleeding issues related to extracorporeal membrane oxygenation cannulation sites. Anticoagulation was held due to gastrointestinal bleeding and ongoing hemorrhage from cannulation sites. He developed persistent pain, swelling, and neurological deficits in the lower extremity, which limited ambulation and delayed transplant candidacy. He was downgraded on the transplant list due to active bleeding, infection, impaired mobility, and renal failure. The patient underwent extracorporeal membrane oxygenation decannulation and initially tolerated the procedure well. However, he subsequently developed recurrent bleeding and infection at the femoral artery decannulation site, complicated by arterial injury with necrosis of the femoral and iliac arteries. This required multiple emergent operative interventions, including vascular repair, repeated washouts, debridement, and placement of a wound vacuum-assisted closure device. He developed multiple bloodstream infections and remained on broad-spectrum antibiotic therapy. Throughout this period, the patient remained unable to ambulate effectively due to pain, weakness, and vascular complications, precluding reactivation on the transplant list. Renal failure persisted, necessitating continuous renal replacement therapy. Despite maximal medical and mechanical circulatory support, his overall prognosis progressively worsened. Despite continued aggressive support, the patient ultimately died while on mechanical circulatory support. During support, the patient also had some high purge pressure alarms which were resolved with some tissue plasminogen activator. The impella 5.5 will be conservatively coded for major bleed, hemodynamic instability, vessel perforation, infection, necrosis and inflammation, conservatively for medication required, surgical intervention and additional device required and death as outcome codes. The major bleeding events are most likely related to systemic anticoagulation requirements, critical illness¿associated coagulopathy. Vascular access complications are associated with extracorporeal membrane oxygenation cannulation and decannulation, rather than the impella device itself. As the impella requires anticoagulation, we can not rule out that this might have not influenced the event. The documented arterial injury and vessel perforation involved the femoral and iliac arteries following extracorporeal membrane oxygenation decannulation. These events occurred at non-impella access sites and are only conservatively coded as well. The patient developed multiple infections, including bloodstream infections, during a prolonged intensive care unit course involving mechanical ventilation, central venous access, extracorporeal membrane oxygenation, renal replacement therapy, and open vascular wounds. The initial infectious source was suspected to be a central venous catheter infection. Subsequent infections were associated with vascular surgical sites and wounds related to extracorporeal membrane oxygenation access and arterial repair. There was no clinical or microbiological evidence implicating the impella device as the source of infection. Hence, infection and necrosis were also conservatively coded. Clinical evaluation indicated that the pain and swelling were anatomically and temporally associated with vascular access sites related to extracorporeal membrane oxygenation cannulation and decannulation rather than impella related. Based on review of the clinical course and device performance information, the patient's death was determined to be rather a consequence of progression of underlying advanced heart failure and complications that are most-likely not attributable to impella but to extracorporeal membrane oxygenation issues. Death therefore conservatively coded.

Manufacturer narrative:
Correction: impella access site was right axillary. The adverse events occurred at the extracorporeal membrane oxygenation (ECMO) access site - femoral artery.